Event description:
The iab was inserted uneventfully and in use for two days. When the physician went to remove it, difficulty was encountered and a cut-down was performed. The iab still could not be removed due to the amount of blood within the catheter. Radical surgery was performed to remove the entrapped catheter. The patient's condition is very poor and is not expected to survive.